Event description:
While lifting a patient for transport, the s hook allegedly slipped out of the sling ring, on an unknown lift, causing one side to slip, allegedly dropping patient. Undetermined injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9070, serial number/date code unknown. Lift model is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Invacare lifts come with a warning stating, prior to transferring a patient, when patient is elevated a few inches, check to be sure that all hardware, straps and hooks are properly connected to support bars. There is also a warning to not intermix slings and patient lifts of different manufacturers.